Manufacturer narrative:
An event regarding periprosthetic fracture and loosening involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Postoperative diagnosis: patient underwent left total hip replacement (B)(6) 2017. Imaging revealed periprosthetic medical calcar fracture. Patient underwent left hip revision head and femoral components exchanged for femoral component loosening (B)(6) 2017.

Manufacturer narrative:
An event regarding periprosthetic fracture and loosening involving an accolade stem was reported. The periprosthetic fracture was confirmed through review of the provided x-rays by a clinical consultant.. The event regarding loosening was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: rejected for medical review: provided x-ray confirms the periprosthetic fracture. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, serial x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Postopertive diagnosis: patient underwent left total hip replacement (B)(6) 2017. Imaging revealed periprosthetic medical calcar fracture. Patient underwent left hip revision head and femoral components exchaged for femoral component loosening (B)(6) 2017.